Event description:
It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, a rash developed. A taxus express2 3.5x24mm drug eluting stent was placed. About one week later the pt developed a rash which has persisted for the past 13 months. The pt explained that he has only been able to sleep 3-4 hours a night and he has had chest pain off and on for 6 months and he carries nitro with him. He also explained that he "never had chest pain before the stent and antibiotics cleared up the chest pain temporarily." According to the pt, he has been unable to work for a year. He has been tested for lyme's disease and is currently seeking medical treatment from a dermatologist. He has also followed up with multiple cardiologists. He stated that the rash has been everywhere but his face and hands and covers 40% of his body. Steroids have been prescribed and have been effective temporarily but the rash returns after the steroids are discontinued. The physician assistant at the clinic confirmed the information provided but was unable to confirm or deny that the pt's condition was related to the taxus stent.